Event description:
It was reported that the pt experienced a loss of therapeutic effect following physical impact to her lead. Increased impedances were also observed on the active contact (0) following the impact. The impact occurred when the pt stood up and hit her head. It was unk where she hit her head or what she hit it on. X-ray showed no breaks had occurred in the lead or extension. The lead-extension connection site was localized behind the pt's ear. Intra-operative assessment suggested the problem occurred in either the extension or neurostimulator. Both the extension and the neurostimulator were explanted.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.